Event description:
It was reported there was a shocking and jolting sensation when the health care professional palpated the battery site. Shocking and jolting was also experienced when an impedance check was tested at 3 volts. Impedance check at 1.5 volts showed a short circuit, low impedances, on two electrodes. The health care professional was unsure of which lead the low impedances were on. The leads were reported as migrated and the patient was getting uncomfortable abdominal pain. Migration of the lead had been confirmed by x-ray. There was no injury or adverse event reported. Action had not yet been taken but was planned. Revision was scheduled for (B)(6) 2012. Diagnostic testing and troubleshooting was performed. Follow up reported, the patient was doing "good" after lead revision. No further information was reported.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information the lead was replaced and the cause of the low impedances was unknown.